Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
It was reported that the device shocked a first time and would not shock a second time. There was no pt harm.